Manufacturer narrative:
The lot number associted to this event is not available in the us, the lot is being recalled. This report is as a result that the device or similar device is marketed in the USA and it potentially caused or contributed to a serious injury. We are aware that the product had a failure rate for sterile barrier breach of 0.76% - this is the reason for the recall.

Event description:
The country of event is canada. Samples aren't available for testing because "reason for no sample(s) available - sample(s) discarded. Additional complaints about the given fg lot number (w00069434) were not initiated. Note from patient: "I am one of the clients that had a batch of the defective product listed above. I had been using it after a half foot amputation and the wound did not heal and proceeded to get infected. As a result, I had to get a below the knee amputation which has significantly changed my life. This is a result of the defective product. At this point, I have spoken to a lawyer and have significant evidence to pursue a lawsuit.." Per information from the distributor: "after receiving recall notice from oms regarding item dressing biatain alginate 10x10cm each eb10c240 (supplier code 3710) with recalled lot w0006943, one of the customers reached out to oms with a complaint regarding the product. As per the customer's claim, he has been using this product for 8 months and his wound did not heal during this time. The doctor had to amputate a part of his leg. (We did not receive the complaint from this customer regarding the item during that time) this complaint came after the recall notice. He is claiming that it happened because of this item that was on recall." The product is noted with a class ii recall in the us.